Event description:
Patient reported ¿raynaud¿s phenomenon." Patient additionally reported "moderate" breast pain. There has been no indication of treatment. Later healthcare professional reported rupture. The device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon and rupture.

Event description:
Device has been explanted and replaced.